Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump experienced malfunction alarm that showed malfunction code and fault ID but no events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged instructions.